Event description:
The following was reported to hamilton medical ag: startup, after switching on the device, device is showing self test failed and tf 431002, 444004 (voltage out of tolerance). No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).